Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "distal sensor issue, load points 3 and 4 show loaded when no tubing loaded" was reproduced. A review of the event history log revealed "load set/unload set" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as showing 1 and 2 loaded and 3, 4 requesting to load a set without a set loaded. The cause of the condition was the processor printed circuit board (pcb). The processor pcb required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a distal sensor issue, load points 3 and 4 show loaded when no tubing loaded. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.